Event description:
Pt stated during refill process that the needle sites were leaking. Had to move site which resolved issue. No further info provided. No add'l side effect reported. Reported to (B)(6) by pt/caregiver.